Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was not working properly. The analyzer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the analyzer was not working properly. The analyzer failed incoming tests. The analyzer was scrapped. If information is provided in the future, a supplemental report will be issued.